Event description:
The hcp reported "apparent cath failure. Checked out fine in or-connector pump to cath ok. Unable to aspirate from screened access port in clinic. Able to aspirate from screened access port in o.r. After pump was explanted from pt." The device was explanted and returned to the MFR for analysis. A followup report will be sent when additional info is received.